Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they were cleaning their garage when they fell and had a seizure. The patient indicated that they did not receive a low or urgent low alert on the g5 mobile application. The patient stated her service dog attracted the neighbors for assistance and drank maple syrup to bring her glucose levels up. The patient is a physician and stated she felt she did not need to go to the local hospital. When the patient fell, she fell on her shoulder and went to urgent care on (B)(6) 2018 to have an x-ray performed. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.